Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right thoracotomy and left lobectomy procedure, the customer fired the device 9 times and upon the 10th firing of the stapler, it made the load click and stopped working. The surgeon was able to press the green button and squeeze the handle. There was no patient injury.